Event description:
New information notes that the patient had a syncopal episode and presented to the emergency room. The patient is dependent. Intermittent capture was observed on the ventricle. The lead was capped and replaced on (B)(6) 2016. Patient was stable before and after the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the rv lead had dislodged shortly after the generator change out. The patient presented in the clinic with symptoms of presyncope last night after he came home from the hospital. Intermittent capture was noted. The lead was repositioned. The capture threshold was fine after the reposition. The patient is dependent. The patient is currently stable.